Event description:
It was reported to philips that the system was unable to boot properly. The device was in clinical use at the time of the event. No harm was reported to philips. The system was in clinical use at the time of the event.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the customer was performing a diagnostic neurovascular procedure, which was completed as planned, with no impact on the patient. The philips field service engineer (fse) inspected the system on-site and found that the bodyguard sensor was preventing movement. Upon troubleshooting, the fse found that the system booted up normally, but issues were noted with the bodyguard preventing movements. To resolve the issue, the fse cleaned the dirty area of the tube housing and verified that the bodyguard sensors still passed tests. The sensors were calibrated and tested once more, and they worked normally. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information received, if the procedure was not affected and the customer was able to complete the procedure as planned normally on the same system with no delay, it is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation's results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.